Event description:
The customer returned the product for broken door latch in battery compartment, during physical inspection found a separated downstream occlusion (dso) seal from the chassis. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in for any repairs related to the reported issue. Visual inspection confirmed cracking inside the compartment and the door had corrosion. Additionally, the downstream occlusion (dso) seal was separated from the chassis. The dso seal was replaced. Also, the dso and upstream occlusion (uso) sensors were calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria.